Event description:
A patient underwent cardiac cathetertization followed by deployment of an angio-seal device to seal the arteriotomy site. Approximately nine days later, the patient presented to the emergency room complaining of feeling something hard at the access site in the right groin. An anterior posterior ultrasound view of the pelvis revealed a tubular structure superimposed on the proximal right femur identified as what appeared to be a piece of a catheter. The patient underwent surgery to remove a section of blue tubing.